Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during a laparoscopic rectopexy, approximately one hour after start, the sonicbeat surgical instrument's tissue grasping insulation pad was peeling off. It is unknown whether an error occurred. The procedure was completed by switching to a spare device of same model. There was no patient injury or medical intervention associated with this event.